Event description:
It was reported that the pump's quick bolus/wake button was not working, requiring the pump to be plugged into a charger to turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on temporary use procedures and decided to replace the pump. In the interim, the customer was advised to keep the pump plugged into a power source to use its features. No information was received regarding the type of backup therapy the customer would use.